Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
This is a legal case being reported. This product inquiry is for the revision surgery due to implants 'coming apart/ shifting' in (B)(6) 2022. Another product inquiry was opened for the screw breakage. As reported: "patient called stating he had a shoulder replacement in (B)(6) 2021. In (B)(6) 2022, a revision was needed due to a broken screw. In (B)(6) of 2022, a total shoulder revision was needed because the shoulder 'came apart/ shifted."